Event description:
As stated by the arjohuntleigh service technician: "patient is a somewhat short" female who is weight bearing and paralyzed on one side. Pt was in wheelchair, attached to medium standing sling connected to chorus, with lift turned off. When lift was turned on the lift began raising with no user input. Staff attempted to stop lift by pushing "all the buttons on the lift". As the lift rose, the sling rode up on the pt until it got caught under her arms, and raised the pt up to the full height of the lift. Staff immediately unhooked the pt from the sling and manually put her back in the chair."

Manufacturer narrative:
(B)(4) on behalf of the manufacturer arjo (B)(4). Please note that this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo hospital (B)(4) and any medwatch reports will be submitted. Additional information will be provided upon conclusion of the manufacturer's investigation.